Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal surgery on (B)(6) 2024 and suture was used. During the surgery, the doctor used disposable needle for intra-abdominal suturing according to standard surgical procedures. The surgical team closely monitors the progress of the surgery and the use of instruments. During suturing, the doctor found the problem of pulling off suture needle happened in the abdominal cavity, leading to the failure of suturing. The malfunction of the product is manifested as a loose connection between the needle and the suture, resulting in separation. The doctor immediately stopped further suturing and carefully examined the abdominal cavity to confirm that there were no remaining fragments of sutures or needles. Subsequently, replace the needle with a new one to continue the surgery, and strengthen the inspection during suturing to ensure a secure suture. After replacing the needle with a new one, the surgery proceeded smoothly and the problem of pulling off suture needle did not occur again. The patient recovered well after surgery without any complications caused by the problem of pulling off suture needle. No adverse patient consequences. No additional information was provided.